Manufacturer narrative:
An event of paravalvular leak (pvl) was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that the valve was correctly sized based on provided annular dimensions, the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm), and there was a significant amount of calcium to allow anchoring of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. The provided CT report was reviewed by an abbott clinical engineering manager. The reviewer stated, "the 3mensio CT report for the patient was provided. This report did not capture or confirm the event. However, it did show a relatively large calcium nodule on one leaflet. This nodule may have contributed to the leak and subsequent rupture upon post-bav." For the complete review, refer to pit-004949 within this complaint. Based on all available information, the reported event appears to be related to patient condition (calcium nodule contributed to pvl). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. There was significant amount of calcium to allow anchoring of the device. The annular dimensions of the native aortic valve were annulus area was 319.5mm², perimeter was 65.7mm.the navitor valve was implanted at a final implant depth was 4mm at the non-coronary cusp (ncc) and 2mm at the left coronary cusp (lcc). Post procedure, the echocardiogram (echo) results showed a mild paravalvular leak (pvl) at the annular and mean gradient of 7. On (B)(6) 2025, patient had moderate pvl. On (B)(6) 2023, a balloon valvuloplasty was performed. During valvuloplasty, the patient experienced a sudden drop in blood pressure and heart rate and required a surgical intervention. The patient had chest pain and change in level of consciousness. The patient received a surgical valve implant(savr) and patch repair of a presumed rupture. The patient was reported recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a 23mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. There was significant amount of calcium to allow anchoring of the device. The annular dimensions of the native aortic valve were annulus area was 319.5mm², perimeter was 65.7mm.the navitor valve was implanted at a final implant depth was 4mm at the non-coronary cusp (ncc) and 2mm at the left coronary cusp (lcc). Post procedure, the echocardiogram (echo) results showed a mild paravalvular leak (pvl) at the annular and mean gradient of 7. On 05 january 2025, patient had moderate pvl. The physician confirmed no post or pre balloon aortic valvuloplasty (bav) was performed. There was no planned intervention to address the paravalvular leak. The patient was reported stable.